Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2017-dec-11. The cause of the lead migration was not determined and there has not been any communication with the patient or account since 2017 (B)(6). There are no future appointments scheduled at this time. It was unknown if the lead migration had been resolved and the weight remains unknown. No further complications were reported/are anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) regarding the patient via a manufacturer¿s representative (rep). The rep reported that the patient reported to the hcp that his stimulator (ins) wasn¿t helping his back. The rep reported that this had been since (B)(6) 2015. The rep reported that the hcp had reached out to see if any reprogramming had been done and the rep noted that they had not seen the patient since his date of initial implant. The rep reported that the hcp was agreeable to getting an x-ray prior to meeting for reprogramming to see where the current leads were. The rep reported that the x-ray showed lead migration to the top of t10 with both leads. The rep reported that the leads were originally implanted into the lower third of t7 per the hcp. The rep reported that the hcp¿s plan was to schedule a revision in the future. No further complications were reported.

Manufacturer narrative:
Additional concomitant medical product information references the main component of the system and other applicable components are: product ID: (B)(4), product type: lead; product ID: (B)(4), product type: lead.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient had good coverage for the first few weeks after implant and then it changed. The patient only was getting good coverage in their legs and not their back. It was reported that one of the patient¿s lead migrated and that there was no confirmed date for when the migration had occurred. Reprogramming was attempted and was unsuccessful. The patient would likely meet with a surgeon in the future. No further complications are anticipated.